Event description:
In 03 pt underwent bil implant removal and submuscular conversion. Now pt states breasts are "ptolic" and too large - wants implants removed. In 05 pt underwent bil implant removal and mastopexy implants were removed intact. No evidence of rupture on bleed.